Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a caesarean section procedure, while suturing, the suture broke in the middle. An additional new suture was used without issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d4 (UDI#), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Twenty sealed devices were available for evaluation. Light assisted microscopic inspection of the breathable pouch noted no breaches or damage. The needles were properly parked in the retainer. Inspection of the retainer noted the suture was properly wound and no damage to the retainer. A tactile and microscopic inspection of the sutures was performed with no abnormalities. The foil pouch was inspected with light assisted microscopy with no abnormalities. Functional testing found that the test machine pulled the suture at a rate of 300 mm/min until the suture broke. The breaking point load force was measured and did not meet ep minimum mean and minimum individual specifications. It was reported that the suture broke in the middle. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.